Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage and blood exposure/splash during use. The following information was provided by the initial reporter: material no. 383517 batch no. 0070776 thought IV had become interstitial - noted blood and IV fluid leaking down patient's arm. No leaking at insertion site; appeared to be leaking around grey stopper at end of wing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/24/2020 h.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used catheter assembly. A visual evaluation of the unit was performed no damage to the extension tubing, catheter tubing, or septum was observed. A leak test was performed and leakage was not observed. Dried media was observed on the bottom of the grey cannister. Based off the dried media observed between the walls of the grey cannister and housing along with the dried media observed in the photo that was taken pre-decontamination, it is possible that damage to the septum is present. The unit was dissected, and the primary septum was microscopically inspected. Damage was not observed to the primary septum. The unit was further dissected. A tear along the edge of the secondary septum was observed. Although leakage was not confirmed through the laboratory testing, the dried media that was observed on the bottom of the grey cannister and the tear in the secondary septum could lead to a small amount of fluid leakage during removal of the needle from the canister. The most probable root cause of the damaged septum is machine mis-alignment when placing the secondary septum in the canister or vacuum probe damage/wear. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage and blood exposure/splash during use. The following information was provided by the initial reporter: material no. 383517, batch no. 0070776. Thought IV had become interstitial - noted blood and IV fluid leaking down patient's arm. No leaking at insertion site; appeared to be leaking around grey stopper at end of wing.